Event description:
A report was received that the patient was receiving inadequate pain relief. It was noted that the percutaneous lead displayed three contacts with high impedances. The patient underwent a lead revision and the physician noted that a contact fell off. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the physician removed the dislodged contact from the patient's body during the revision.

Event description:
A report was received that the patient was receiving inadequate pain relief. It was noted that the percutaneous lead displayed three contacts with high impedances. The patient underwent a lead revision and the physician noted that a contact fell off. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead found broken cables were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 2, 3 and 8. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint. The lead is intact and no parts of it are missing.

Event description:
A report was received that the patient was receiving inadequate pain relief. It was noted that the percutaneous lead displayed three contacts with high impedances. The patient underwent a lead revision and the physician noted that a contact fell off. The patient is reportedly doing well following the procedure.